Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se after an interventional procedure. Reportedly, the device was difficult to remove from the anatomy. The access ports were used to successfully remove the device. Hemostasis was achieved with the clip of the starclose se device. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. The device getting stuck after clip deployment as reported (access ports were used to successfully remove the device), can be influenced by, but not limited to; manufacturing, patient anatomical conditions and user technique. The starclose se devices undergo inspection to verify ribbon wings open properly, collapse completely, are aligned and are not damaged. In addition, a sample of devices from each lot must be successfully functionally deployed. Patient condition: mild calcification was noted. As per the special patient population section of starclose se instructions for use, the safety and effectiveness of the starclose vascular closure system has not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site. Difficulty in removing the device can be caused by inadequate nick and spread or by not maintaining angle of tissue tract during advancement of thumb advancer. Based on the reported information and the inspection criteria a definitive cause for resistance felt when removing the device and associated patient effects could not be determined, however, the mildly calcified femoral artery may have been a contributing factor. A review of the lot history record and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis.